Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed, failure analysis - the investigation of the unit confirmed the complaint as valid: the unit had only 10% output and required replacement of the transducer, housing and o-rings. Root cause - the root cause was confirmed as transducer delamination.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was vibration upon installation of the cusa excel 36khz straight handpiece (c2602). The device was not in contact with the patient; however, the patient was prepped for surgery and there was a delay of 60 minutes in the procedure. No patient injury occurred.